Event description:
Patient had very tight joint, according to field rep covering case. During normal usage, cutting tip broke off and was left in patient. Retrieval was attempted with pituitary rongeur, but was abandoned after numerous attempts.